Event description:
Opening wedge osteotomy will use of allograft bone or graft was performed in 2002. Allograft heals and incorporates more slowly than autograft pt suffered a fall on their knee 4 days post-op. X-rays at that time were negative. Stress fracture of right rib observed 4 weeks post-op, during non-weight-bearing phase due to use of crutches. Pt allowed weight bearing. 07/02 - x-rays show broken screw and deformed plate. The next day - revision surgery, implanted removed. Patient's medical history also indicated other arthroscopic procedures for internal knee derangement prior to osteotomy procedure. Received device and operative notes through legal dept in 6/04. This product is used for treatment and sold non-sterile.